Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an intravenous bag spilled into the back of auxiliary matrix drawer 7, shorting out the matrix board and melting the pyxibus ribbon cable. As a result, all 7 drawers were unusable. A field service engineer (fse) removed the back panel, replaced the damaged drawer and bus ribbon cable, and reconnected all drawers to the new cable. The auxiliary cabinet was connected and configured using a spare main. After powering on the station and confirming all drawer lights were functional. The fse logged into the application and added to the cabinet. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary burning, smoke smell was found from the station. The customer stated that the cord in the back of the station burned and have smoking smell and also that the circuit board also burn and it is coming out from the cabinet. There were no adverse events or injuries reported based on this event.